Event description:
During preparation fur use of the device for a cardiopulmonary bypass procedure, the user reported the screen was dark. The user also reported that the monitor would constantly alarm. The device was used for the procedure. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to a pt as a result of this event.

Manufacturer narrative:
Eval in progress, but not yet concluded.